Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and bladder prolapse. It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems and dyspareunia. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and bard align was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with robotically-assisted laparoscopic supracervical hysterectomy with morcellation and robotically-assisted laparoscopic sacral colpopexy.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with robotically-assisted laparoscopic supracervical hysterectomy with morcellation and robotically-assisted laparoscopic sacral colpopexy.